Event description:
The customer reported the device won't turn on. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device won't turn on. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the no fault found with wont turn on. Replaced bottle pressure sensor (due check IV set alarm). Lvp rear case recall completed. Replaced rear case assembly, left and right iui. A review of the device history record showed the device had a manufacture date of 10/07/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service was unable to determine the proximate cause of the reported issue. No fault found with wont turn on. There are CAPA#'s noted for the following parts replaced that have an already existing CAPA. Pressure sensors / pa-2014-0026 , iui damages / ca-2018-0161. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the complaint history record in trackwise and sap was performed for the s/n: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device won't turn on. There was no patient involvement.